Event description:
I have a medtronic intrathecal pain pump model #8637-20. This is my 2nd pump and have it 1 1/2 yrs. Had my first pump for 7 years (same model). I developed severe/new/unusual back pain at about 3:00am. Then vomited for hours, freezing/burning up, with high bp, and severe jerking of my legs. I was in withdrawal from the morphine and clonidine in my pump. I was unfairly neglected at the ER, even though I informed them that I had a pain pump and had a heart attack. I was screened and then left in the ER for 7 hours dry heaving, and more. Bp at one point was 223/110. I was admitted and finally given IV morphine. Kidney stones and uti were ruled out. It was 24 hours later that I was no longer jerking / throwing up, etc. My pain specialist is at a loss as to what happened. Testing on my pump did not show that it stalled, nor did it ever alarm. He also did a "side study" to check the flow of the catheter. It was apparently "fine." The only other solution is that I will have the recent pump meds extracted and have a new batch injected this thursday and the contents will be analyzed, I had just had it refilled 2 1/2 weeks ago. I was given a 3 day fentanyl patch to hold me over the weekend until I got into my pain specialist, who denies knowing of any recall on this device. I will likely get a second opinion, especially since my research thus far shows that this particular pump was intact recalled. I became very lethargic and sleepy, so I removed the patch and informed my dr. The pain specialist has no idea "what to do with me." This pump should last 7 years and to have it replaced is a significant surgery. The pump has not yet been removed or replaced.